Event description:
It was reported that the patient underwent a plif at l4-5. A post-op CT scan revealed that the l4 screw on the left side perforated the spinal canal. The patient underwent a revision approximately 3 weeks later to remove and replaced the screw. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.